Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
Lot codes: head 92901c, handle dd0022j1. The handle was made at the following location: hyaco, ltd. (B)(4). Manufacture dates: head 10/15/2009, handle 1/22/2010.